Event description:
It was reported that the touch pen was out of calibration with the screen. It was also noted that the printer was not printing at all. The programmer was returned for servicing. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: analysis did not confirm the reported event. Since the parts required for the repair were no longer available, the programmer was scrapped.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.